Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a 2008k2 machine would not advance past heat disinfection, in treatment the temperature lowers to 32 and in fill program there is a blood leak. There was patient involvement however no patient harm was reported. The patient was able to complete treatment on another machine with the same disposables. Upon follow-up, the service technician confirmed there was patient involvement and blood leak. It was reported the hydraulic pressure was out of range. The hydraulic pressure was re-adjusted, functional tests were performed and passed, and the machine was disinfected and was ready for use. There was no burning smell, smoke, spark/flame or any component noted to be charred, darkened or melted. No sample was available to be returned for evaluation.